Manufacturer narrative:
The filter has been returned for analysis, but the analysis has not yet been completed. Additional information will be submitted within 30 days of receipt.

Event description:
The fixation barb grabed the vena cava wall upon deployment of the optease retrieval filter, and the physician felt it made the filter jump when deployed causing inaccurate placement of the filter. The physician was concerned about the location in relation to a vena cava side branch, but left the device in place. The device had been used as per instructions for use (IFU).

Manufacturer narrative:
Complaint conclusion: history: this case involves a patient who had an ivc filter placed via a femoral approach. An optease filter was selected as the intention was for subsequent filter removal. Following placement, an abnormality was identified on the post deployment venogram which was of concern to the treating physician. Images are sent to cordis for evaluation prior to filter retrieval. Findings: a single cd-rom containing multiple cine images is submitted for review. Initial images show percutaneous access achieved in the right common femoral vein and a sheath is placed within the ivc. Contrast injection shows normal ivc anatomy and inflow from the renal veins is well delineated bilaterally. There is no evidence of ivc thrombus. Subsequent images show deployment of an optease filter in an infrarenal location. Post deployment venogram shows flow within a previously unopacified retroperitoneal vein on the left. I do not believe this is extravasation but rather opacification of a blood vessel previously not opacified on the initial venogram images. Lateral view was also performed and this vessel appears to extend to the left kidney. I suspect this represents an accessory renal vein. There is no evidence of contrast extravasation or caval perforation. Impression: this complaint concerns a patient who had an optease ivc filter placed. Following filter placement, contrast injection revealed a previously unopacified vein extending towards the left kidney which I feel to represent an accessory left renal vein. This is likely secondary to subtle changes in laminar flow within the ivc within an around the filter. I do not believe this represents extravasation of contrast or caval perforation. In my opinion, this accessory vein will not preclude successful retrieval of the filter. An "optease retrieval filter" was received inside a plastic bag. Dry blood residues were noted in the filter. No damages were observed in the fixation barbs and filter. Fixation barbs of the optease filter were analyzed using the system vision and no damages to the fixation barbs were noted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint was not confirmed; the exact cause of the failure experienced by the customer could not be determined, only the optease retrieval filter was returned and no damages were observed on it. The reported failure does not appear to be related to the manufacturing process. No corrective or preventive action will be taken; given that, the reported failure does not appear to be related to the manufacturing process.